Event description:
It was reported that a balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres for 5 seconds. The balloon was removed from the patient's body without problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.